Event description:
A malfunction on a pump was reported, and a malfunction code was identified. There was no reported impact on the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to contact support if any issues reoccur.